Manufacturer narrative:
Investigation summary: the customer reported air bubbles were observed in the enteral feeding line located after the black rotor on the epump. No patient injury/harm reported. A device history record (DHR) review was unable to be completed as the lot number was unknown. One used sample was received for evaluation. Visual inspection and functional testing performed found the device operated as intended without fault. This complaint will be treated as not confirmed and additional action is not required at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported air bubbles in the enteral feeding line located after the black rotor on the epump. No patient injury was reported.